Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and passed the test. The valve was dried. The valve was then pressure tested and passed the test. No root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issues are not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to change settings after implantation. The valve was implanted via vp. The doi and the initial setting was unknown. Ventricular enlargement was confirmed. It was confirmed when three weeks have passed since the initial setting. The surgeon attempted to change the setting from 160mmh2o to 140mmh2o by prg. However the setting could not be changed. The surgeon attempted to change the setting by using neodymium magnet but the setting did not change on another day. Ventricular size decreases slightly as csf 80 ml was taken for the shunt angiography and examination of cerebrospinal fluid. But ventricular size tends to enlarge. Therefore a revision surgery was performed. The valve was implanted due to acquired hydrocephalus. The level of csf protein was within its range. There was a possibility that blood and debris contaminated into the spinal fluid. No further information was provided by the hospital.